Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained higher sensor readings compared to readings obtained on the built-in reader and experienced symptoms of vomiting, tiredness, and paleness. The customer was treated with sugar by mother and no additional treatment was reported. There was no report of death or permanent impairment associated with this event. Sensor readings of 119 mg/dl, 163 mg/dl, and 115 mg/dl were made in comparison to readings of 30 mg/dl, 84 mg/dl and 58 mg/dl obtained on the built-in reader. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported event.